Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have out of range pacing impedances greater than 2000 ohms. Pacing thresholds were noted to be high and there was noise and oversensing on the rv lead. The rv lead was taken out of service and during the procedure, damage was noted on the lead body. The rv lead was surgically abandoned and the associated implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.